Event description:
It was reported that the pump touch screen was cracked and unreadable along the bottom half of the display screen. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 114 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.